Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip broken near the interface with the metal wrist adapter. The plastic portion was broken and the rest of the grip was missing. Inspection of adapter under magnification showed an uneven fracture surface. There were also various gouge marks on the metal wrist adapter. The adapter had a disposable cautery tip installed that encased it during use, which should protect it from damage. The damage observed suggests the breakage occurred outside of the procedure, likely due to application of excessive loading on the distal tip of the adapter. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that the monopolar cautery instrument was cracked at the distal end section. The instrument was not used on a patient. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.